Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). First assessment of the case: on reviewing the logs it was observed that the device repeatedly alarmed for 'vt low', 'low minute volume' and 'maximum leak compensation' during ventilation in (s) cmv+ mode. It also sporadically alarmed for 'inspiratory volume limitation' and 'disconnection on patient side'. No pre-opp check was performed before the device was used on the reported dated of incident. No tf/te appeared in device logs.

Event description:
The following was reported to hamilton medical ag: "during a procedure, the ventilator began alarming and the patient decompensated. The pressure waveform remained intact but the flow and volume waveform became flat. The patient was manually ventilated until they recovered and connected back onto the ventilator. The same issue happened and the patient was manually ventilated back to the unit." Note: circuit that has been used is MRI patient circuit, pre-use test has not been done prior use. Patient recovered.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). First assessment of the case: on reviewing the logs it was observed that the device repeatedly alarmed for 'vt low', 'low minute volume' and 'maximum leak compensation' during ventilation in (s) cmv+ mode. It also sporadically alarmed for 'inspiratory volume limitation' and 'disconnection on patient side'. No pre-opp check was performed before the device was used on the reported dated of incident. No tf/te appeared in device logs follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: "during a procedure, the ventilator began alarming and the patient decompensated. The pressure waveform remained intact but the flow and volume waveform became flat. The patient was manually ventilated until they recovered and connected back onto the ventilator. The same issue happened and the patient was manually ventilated back to the unit." Note: circuit that has been used is MRI patient circuit, pre-use test has not been done prior use. Patient recovered.